Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the equipment presented aspiration problems due to failure in the cassette during a cataract with intraocular lens implant procedure. The procedure was able to be completed with the same system but a different cassette following a delay of less than 15 minutes. There was no harm to the patient.